Manufacturer narrative:
Examination results suggest that this event is associated with rotational malalignment and insufficient cortical support.

Event description:
Pt was complaining of pain. The tibial insert was found to be broken and worn. The prosthesis was removed and the insert was revised. The baseplate was also revised.